Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 mixed mitral regurgitation, and an enlarged atrium for a 2nd mitraclip procedure. The previous mitraclip procedure was performed on (B)(6) 2024, but due to disease progression from decompensated heart failure, an additional procedure was conducted to treat the recurrent mr. The recurrent mr was documented approximately on (B)(6) 2025. During the 2nd procedure, a mitraclip xt became stuck on the chordae during grasping attempts. Troubleshooting was performed without success. The mitraclip was able to grasp both leaflets and was deployed. The mr was reduced to grade 2. There was no clinically significant delay. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and based on the information provided, a cause for the reported entrapment of device associated with clip becoming entangled in chordae cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.